Event description:
It was reported the hls set clotted off and would no longer function properly. At 8:00 the delta was 40. At 8:15 it was 60 and at 8:20 it was 80. By 8:40 the delta p had risen ro 400 and the flow had virtually stopped. No clot was observed, only resistance and rising delta p. The device was replaced.